Event description:
It was reported to st. Jude medical that noise was observed due to a suspected lead dislodgement. The pt received inaapropriate shocks. When the lead was removed, noise was still observed. The ICD and lead were explanted and rpelaced.